Event description:
As reported by our (B)(6) affiliate, a sapien xt was deployed inside a surgical valve, and later both valves were explanted and replaced with a surgical valve. It appeared the patient developed endocarditis on the sapien xt valve but not on the surgical valve. The timeframe between the tavr procedure, the onset of the endocarditis, and the explant of the sapien xt valve is unknown. The patient ultimately expired.

Manufacturer narrative:
Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, the sapien xt valve was explanted due to infection. The details of this case cannot be confirmed. Edwards lifesciences requested medical records from the physician, however the medial records have been denied. The interval between the tavr procedure and the first occurrence of endocarditis or the explantation of the valve cannot be confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.